Event description:
On admission, the patient was weak, nauseated, dyspneic with bilateral pleural effusions and persistent arrhythmia. Patient was found unresponsive. Electrocardiogram demonstrated pacemaker spikes without rhythm capture. Cardiopulomonary resuscitation was initiated. Patient remained pulseless and was pronounced dead.